Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Trend analysis: "review of all complaints of fluid leak (a050401) for the period of may 2020 through apr 2022 related to date opened indicates that nine points are above the upper control limit. According to the severity, an additional analysis was performed to review the involved complaints with manufacturing date over the past 24 months. No patterns were found; therefore, no additional actions are deemed required. The trend of fluid leak (a050401) complaints will continue to be monitored and corrective actions will be taken in the future if deemed appropriate." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported deflation against left device. The device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation:analysis of the returned device identified: creases fold, wear abrasion, brown particles in the fill channel and opening curved on posterior. Leak test and microscopic analysis was performed which identified: opening crease smooth on posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: an opening crease smooth on posterior assessed as fold flaw opening.

Event description:
Healthcare professional reported deflation against left device. The device was explanted.